Event description:
During evaluation of a small volume (B)(4) folfusor, visual inspection identified a circular crack on the lavender coiled cap. There is no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a functional test was performed and no nonconformances were identified. The cause of the crack was determined to be the misalignment of the stress member with the cover during assembly. A quality alert was issued and awareness training was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection revealed a circular crack on the lavender coiled cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.